Manufacturer narrative:
On 2/18/2021, the bwi product analysis lab received the device for evaluation. The product investigation was subsequently completed. Device evaluation details: the device was inspected and it was found the hemostatic valve was dislogded. It was determined that the issue observed could be related to the incorrect insertion of the dilator into the sheath causing the issue. However, this cannot be conclusively determined. According to the odp (optimal performance guide), there are some precautions on inserting the dilator into the vizigo sheath: - always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. - do not insert a dilator at an angle, as damage to the sheath valve may occur. A device history record evaluation was performed for the finished device 00001514 number, and no internal action related to the complaint was found during the review. The issue reported by the customer was confirmed according to the conditions the device was returned. The odp (optimal device performance guide) provide additional instructions on how to insert the dilator into the sheath. Due the conditions observed in the hemostatic valve conditions, an internal action was opened. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4) per internal review, it was identified that event details were mistakenly omitted from the initial report. The following corrected b5 summary goes as follows: "it was reported that during an ischemic ventricular tachycardia (isvt) the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium was leaking blood (50cc) through the hemostatic valve. Patent¿s hemodynamics was not compromised due to the issue experienced. No interventions were required. The valve had no visible break, but it was not working. The sheath was replaced, and the case continued. With the information available, since no interventions were required and patient¿s hemodynamics was not compromised, this won¿t be considered a patient event but a product malfunction for ¿hemostatic valve separation¿ since it is most likely the blood leakage occurred due to a malfunctioning/dislodged valve. Hemostatic valve separation is MDR-reportable.".

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that the valve of the vizigo sheath was leaking. It was replaced and the issue resolved. Case continued.